Manufacturer narrative:
The synchroseal has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the jaw cover torn. The tears measured roughly .057" x .056". The jaw cover torn and there may be missing pieces, but the size of the missing pieces cannot be confirmed. There are no signs of thermal damage present at the end of any tears. The event caused partially or wholly by the user of the device including sample handling. Visual inspection found the instrument to have bent main tube. The bending damage is located near the distal end area. Components adjacent to this bent main tube do not show damage. The probable root cause of a bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the 8mm synchroseal failed during operation. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument was functioning normally at the start of the operation, but at a certain point it stopped working and could neither seal nor cut. The surgical team reported no acoustic or visual feedback. The problem was resolved by switching to another synchroseal instrument.